Event description:
Patient was admitted to hospital for inappropriate shocks. Upon interrogation, no sensing on the ventricular channel was detected and no pacing. The battery curve showed an abrupt change. The ICD was explanted.

Manufacturer narrative:
(B) (4). Conclusion: available follow up data revealed that: noise and ventricular over-sensing events were confirmed through the analysis of patient files in the ventricular channel, they lead to numerous inappropriate shocks (20 shocks at 34j in (B) (6) 2009); around 500 vf were detected since (B) (6) 2009 and oversensing was present also since these period; the numerous charges and shocks delivered explain the observed abrupt battery discharge. Upon reception, the inspection of the connector header revealed: the setscrews were unscrewed; damages on the first thread of the distal ventricular setscrew and terminal block; these damages showed clearly that difficulties were met during the screwing/unscrewing operations; however, it is not possible to determine whether these damages resulted from screwing operations at the beginning or at the end of the implantation, i.e. Whether there is a link between these damages and the reported event. The electrical characteristics of the returned unit are within specifications.